Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to an issue with the pump and infusion set. The customer's blood glucose levels were unknown at the time of the incident. The caller did not provide further details. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the caller did not talk to the help line. It is unknown if the insulin pump will be returned for analysis.